Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent no image black, error code e226 scope communication error and air/water supply had white residue found both sides. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the intermittent no image black and error code e226 scope communication error due to component failure. Also, for air/water supply had white residue found both sides cause of the malfunctions cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had e226(scope communication error). The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.